Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient was admitted to hospital with worsening symptoms of heart failure. The patient had low flow alarms and was not responsive to inotropic therapy. The patient expired and the pump was stopped. The device remained implanted post-mortem and was not returned to the manufacturer for evaluation. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death and worsening heart failure are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Event description:
It was reported from the united states that the patient was admitted to the hospital with worsening symptoms of heart failure. The patient was displaying heart failure and pulmonary edema, he was intubated and inotropes were started. The patient had low flow alarms and was not responsive to inotropic therapy. The patient expired and the pump was stopped. The device remained implanted post-mortem and was not returned to the manufacturer for evaluation.